Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-dec-2017 with the following findings: a review of the black box showed a time and date default after a power on reset event. The time and date default was duplicated during investigation after the battery was removed and reinserted. The delivery accuracy testing passed with no defects. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient was experiencing high and low blood glucose excursions. The reporter stated that the patient had a blood glucose between 40 mg/dl and 300 mg/dl with no associated symptoms. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter reviewed the pump history with a customer technical support representative and found that the pump¿s time was offset by 12 hours. It was determined that the am/pm setting had not been correctly done when the pump asked the user to verify the time and date upon startup. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event as a result of use error of the device.